Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the unicel dxi 800 access immunoassay system (serial number (B)(4)) for one (1) patient. The customer did not state whether the initial elevated access accutni+3 result was reported outside the laboratory. The sample was repeated six (6) times on the same unicel dxi 800 access immunoassay system and recovered with lower results, within the customer's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc) data, calibration data and system check data were not provided by the customer. The exact collection device for this patient sample was not provided. The customer did not provide sample processing information, such as centrifugation time, speed or temperature.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer did not supply access accutni+3 reagent lot number, therefore, expiration date cannot be determined. The customer did not supply access accutni+3 reagent lot number, therefore, date of manufacture cannot be determined. The access accutni+3 reagent was not returned for evaluation. The cause of the event cannot be determined with the available information. (B)(4).